Manufacturer narrative:
This report is associated with (B)(4), new poligrip. New poligrip is marketed as super poligrip in the us.

Event description:
Pneumonia aspiration [pneumonia aspiration]. Device difficult to use [device difficult to remove]. Case description: this case was reported by a consumer via other manufacturer and described the occurrence of pneumonia aspiration in a male patient who received gsk denture adhesive (formulation unknown) (new poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip. On an unknown date, an unknown time after starting new poligrip, the patient experienced pneumonia aspiration (serious criteria gsk medically significant) and device difficult to remove. On an unknown date, the outcome of the pneumonia aspiration and device difficult to remove were unknown. It was unknown if the reporter considered the pneumonia aspiration and device difficult to remove to be related to new poligrip. [Clinical course] the patient was using new poligrip. He removed his dentures and clean his mouth after dinner every day. However, the denture adhesive reportedly remained in the mouth even after he cleaned his mouth. He seemed to have swallowed it while sleeping, resulting in several episodes of aspiration pneumonia and presenting to medical institutions. He was troubled with difficulty removing the denture adhesive even after cleaning his mouth. No further information is expected.

Manufacturer narrative:
3003721894-2018-00131 is associated with argus case (B)(4) new poligrip. New poligrip is marketed as super poligrip in the us. Qa results: no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements.

Event description:
Case description: this case was reported by a consumer via other manufacturer and described the occurrence of pneumonia aspiration in a male patient who received double salt dental adhesive cream (new poligrip) cream for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip. On an unknown date, an unknown time after starting new poligrip, the patient experienced pneumonia aspiration (serious criteria gsk medically significant and other: gsk medically significant) and device difficult to remove. On an unknown date, the outcome of the pneumonia aspiration and device difficult to remove were unknown. It was unknown if the reporter considered the pneumonia aspiration and device difficult to remove to be related to new poligrip. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]. The patient was using new poligrip. He removed his dentures and clean his mouth after dinner every day. However, the denture adhesive reportedly remained in the mouth even after he cleaned his mouth. He seemed to have swallowed it while sleeping, resulting in several episodes of aspiration pneumonia and presenting to medical institutions. He was troubled with difficulty removing the denture adhesive even after cleaning his mouth. No further information is exprected. Follow-up information received on 13 june 2018. [Summary of investigation]. Substantiated: no. Product family: poligrip. Pq executive summary. No sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.all of the documentation pertinent to a specific lot of finished product is contained in a batch envelope. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements.